Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set "had fluid leaking from the cassette".this was observed during set up of the device for peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the caregiver with troubleshooting and advised the caregiver to contact the patient¿s pd registered nurse to advise of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.